Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deployment difficulty and stent elongation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, chronic totally occluded, mid femoral artery. Pre-dilatation was performed. The 5 x 180 mm supera veritas stent system deployed and elongated approximately 30% above nominal deployment into healthy tissue. Reportedly, there was difficulty with the deployment mechanism, which felt stiffer. No additional treatment was performed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.